Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet specifications for the reported difficulty of a high drain 105/call pd nurse alarm. The cause was determined to be use error; the tidal total ultrafiltration (uf) removal was set too low. The labeling instructs the patient to set their target uf for tidal therapy at 70% of their expected total uf. Setting the uf target too low can cause an incomplete drain which can result in an increased intraperitoneal volume (iipv) situation.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105/call pd nurse alarm on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to review therapy. The initial drain volume was 113ml, recovered initial drain volume was 0ml, last fill volume of 13ml, total fill of 4594ml, total drain of 6157ml, average dwell of 1:34, average drain time of 0:13, total ultrafiltration(uf) of 1562ml, cycle 5 uf of 1423ml, cycle 4 uf of 62ml, cycle 3 uf of -61ml, cycle 2 uf of 67ml, cycle 1 uf of -51ml, 0 bypasses, 0 manual drains, no therapy changed, and tidal therapy was set. The therapy was programmed for a total volume of 5000ml, total time of 10:00, fill volume of 1000ml, tidal volume of 0.90, total uf of 300ml, last fill volume set to 0ml, and full drains every 5 cycles. The hp stated they were using 2 2.5% dextrose. The hp confirmed he would notify his doctor in the morning of missed therapy. The hp stated he was going to discuss the programming with his doctor and have him call with any desired changes. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.